Manufacturer narrative:
A ge rep evaluated the system and repaired a connection to the input power filter. System operates as intended.

Event description:
Customer reported the system shut down while attempting to fluoro. No pt injury was reported.